Manufacturer narrative:
No product samples were returned for investigation; however, a series of photographs were returned showing the involved ch2000s-pc product assembly attached to a syringe at the female luer end and an unidentified subcutaneous needle hub at the male luer end. The reported difficulty infusing could not be verified or confirmed from the photos provided, however, a fluid leak was observed internal to the ch2000s-pc product assembly. The device history review (DHR) for lot 12718032 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a spinning spiros® closed male luer, purple cap. The reporter stated a spiros closed male connector was connected to a 5ml terumo syringe; the customer explained that they were unable to push the dose of azacitidine out of the syringe through the attachment (spiros closed male connector (ch2000s-pc). The patient was in the seat, and the clinician was attempting to administer the fluid, however it was not priming. There was a delay in therapy since the clinician had to discard and remake the clinical procedural pack for administration. The solution/medication involving azacitidine powder form chemotherapy drug, with added water for injection. There was approximately 1 hour delay. There was patient involvement, however no report of patient harm. This report captures the second of two occurrences.